Manufacturer narrative:
Product analysis #(B)(4) :equipment used: vis m-78210; ruler 203cm m-83361 as found condition: the hyperform balloon catheter was returned within a shipping box; within an opened hyperform balloon catheter outer carton; within an opened hyperform balloon catheter inner pouch and within a dispenser track. The unknown guidewire used during the event was not returned. Visual inspection/damage location details: the model and lot number for the unknown guidewire were not provided; therefore, compatibility could not be assessed. No damages or irregularities were found with the hyperform hub. No bends or kinks were found with the catheter body. Upon visual inspection, a longitudinal tear was found on balloon at distal marker band. No other anomalies were observed. Testing/analysis: the balloon catheter was flushed, and water exited tear on balloon and distal tip. Balloon deflation test was unable to be performed due to the balloon¿s damaged condition. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿guidewire resistance/stuck¿ was unable to be confirmed as the guidewire used in the event was not returned. Possible cause of ¿guidewire resistance/stuck¿ is insufficient hydration of the guidewire coating. The root cause for the reported event could not be determined. Based on the device analysis and reported information, the customer¿s report of ¿no/slow deflation during set up¿ could not be confirmed as the balloon catheter was returned damaged and could not be used for deflation testing. The root caused for the reported event could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the doctor was trying to test inflate and deflate the balloon. Once, after inflating the balloon, the doctor was unable to deflate it, they tried many times, but were not successful. Even after pulling the wire back, they were unable to pull the balloon. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received that the deflation issue occurred during set up. The contrast ratio was 50:50. The guidewire tip was advanced out of the catheter tip during the inflation as per protocol. A 1 ml syringe was used during inflation/deflation of the balloon. Blood did not reflux into the balloon lumen. There was no friction or difficulty during inflation. The balloon was inflated more than once, the catheter and the guidewire were inspected for presence of clot at the tip or inflation holes during preparation. There was not extensive guidewire manipulation during procedure. There was no kink or damage on the catheter. There was no kink or damage on the guidewire.